Manufacturer narrative:
Additional information: upon complaint review, it was determined that an additional device (saw attachment) was involved in this event which was inadvertently missed in the initial report. Therefore, this report is 1 of 3 for the same event. This device has been included as a concomitant medical products. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The manufacturing location was unknown. Gtin is unavailable as the product made prior to compliance date. Device manufacture date was unknown. (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that during an osteotomy surgical procedure of the mandibular branches, it was observed that the motor on the electric pen drive device started to heat up that the saw blade device also heated up and lost its edge while these device were in use together. According to the report, the increase in temperature on the motor on the electric pen drive caused the saw blade device to also heat up burning both the lips of the patient and the doctor's hand. It was not reported if there was a delay in the surgical procedure. It was not reported if a spare device available for use; however, it was reported that the surgery was completed using a chisel and a hammer. There was patient involvement. It was reported that no medical intervention was required to treat the burn on both the patient and the surgeon as both were just superficial burn. It was reported; however, that anti-inflammatory and topical ointment were used to treat the burn on the patient's lips. It was not reported if there was a prolonged hospitalization. The patient's status post-surgery was not provided. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.